Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9287101. Medical device expiration date: 30-sep-2024. Device manufacture date: 14-oct-2019. Medical device lot #: 9333700. Medical device expiration date: 31-oct-2024. Device manufacture date: 29-nov-2019. Medical device lot #: 9338625. Medical device expiration date: 30-nov-2024. Device manufacture date: 04-dec-2019. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultrasafe passive¿ x-series needle guard syringe - x100l each from lots 9287101, 9333700, and 9338625 had issues with the safety guard being difficult to activate. The following information was provided by the initial reporter: the ultrasafe was difficult to activate.